Event description:
It was reported that the patient experienced a vaginal yeast infection with symptoms of vomiting, chills, vaginal discharge, and itching reported. The etiology of the event was reported as ¿new illness, injury¿. The patient was treated with terazol (7 qhs for 7 days) and ¿magic butt cream¿. The outcome of the event was reported, as of (B)(6) 2011, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).